Manufacturer narrative:
The device was not returned for eval, and the device's lot number was not provided for lot history review. Based on the info provided and investigation performed, the root cause of the occlusion could not be determined. Due to the preexisting flow disturbance in the cfa prior to closure, it is difficult to assess whether the flow disturbance in combination or independent of the closure device could have caused or contributed to the reported occlusion. The excised material was not sent to pathology, therefore, the contents of the material remain unk.

Event description:
A male pt underwent a coronary diagnostic procedure in 2008. Access was obtained in the right cfa using a 6f sheath. Post procedure femoral angiogram showed a flow disturbance in the cfa, just proximal to the access site. However, the physician proceeded to use the mynx closure device. Immediately post deployment, there was bleeding noted at the access site, and manual compression was used. Hemostasis was successfully achieved in less than 5 mins. Later that night, the pt had symptoms suggestive of ischemia and was brought back to the cath lab. Contralateral access was obtained and the pt was documented to have an occlusion at the profunda, which the physician assessed as potentially due to mynx sealant. The next day, the pt underwent percutaneous intervention in which aspiration was initially unsuccessful, however, some material was retrieved and flow was restored. The material was not sent to pathology, therefore, the contents remain unk. The pt reportedly tolerated the procedure well. No further info was provided.